Event description:
Terumo medical corporation received the following reported information: the 8 french angio-seal was used for an occlusion following cerebral angiography. The procedure utilized a terumo 8 french femoral artery vascular sheath set. An angiography was performed before using the angio-seal, and the blood vessels met the requirements for device use. The arterial access, vascular sheath set, and guidewire/catheter insertion processes were all smooth. During the insertion of the main assembly, there was no noticeable click sound indicating complete assembly. After confirming no gaps in the assembly, a click sound was produced upon pulling back to lock. After the assembly was completed and the blood vessels were positioned, the entire assembly was withdrawn smoothly without significant resistance and was completely removed from the body; the closure was not completed. No suture or anchor were exposed. The hemostasis at the puncture site was not successful; therefore, manual compression was performed. The patient experienced minor blood loss, which was controlled by compression, and the condition remained stable.

Manufacturer narrative:
The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: establishment name: (B)(6). E1: telephone number: requested, unknown. E3: occupation: unknown hcp. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: it was found that the angio-seal anchor and suture stitch did not appear during use. Procedure being performed prior to the use of the device was an interventional therapy for cerebrovascular diseases. A pre-deployment angiogram was performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion of the device. Hemostasis was achieved by manual compression. There was no harm to the patient and the patient remained stable. There was no blood loss.